Event description:
Stylets in package wouldn't advance in the brown port. Tried to switch with other stylet and it still wouldn't advance. Stylet did advance in the blue port fine. FDA safety report ID# (B)(4).